Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected troponin I result was obtained from a single patient sample using vitros troponin I es (tropi es) reagent on a vitros eciq immunodiagnostic system. The most likely assignable cause is instrument related. The customer informed the ortho fe that they had observed residue on the incubator shuttle weight as well as the shuttle body and the underside of the upper incubator cover indicating that the instrument was likely not performing as intended at the time of the event. An ortho field engineer performed service and maintenance actions to the instrument, including replacing the outer lift pin and lift cylinder and inner lift pin rack. The outer incubator ring was also replaced as the original one appeared warped. Wear pads were replaced, and all necessary adjustments were performed to the instrument. Following service actions, acceptable within run precision and qc fluid performance was obtained indicating the vitros eciq immunodiagnostic system was now performing as expected. Based on historical quality control results, a vitros tropi es lot 3340 performance issue is not a likely contributor to the event. Furthermore, continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tropi es reagent lot 3340. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was established that the customer was not following the sample collection device manufacture¿s recommendation for sample centrifugation and cellular debris, due to poor sample preparation, was likely present in the affected sample, although this could not be confirmed.

Event description:
A customer obtained a non-reproducible, higher than expected troponin I result from a single patient sample using vitros troponin I es (tropi es) reagent on a vitros eciq immunodiagnostic system. Patient sample result of 0.117 ng/ml vs. The expected result of 0.026 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected, vitros tropi es result was not reported from the laboratory. Ortho has not been made aware of any allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho). Complaint numbers (B)(4).